Event description:
During follow up for an unrelated event it was learned the continuous cycling peritoneal dialysis (ccpd) patient was hospitalized for "shortness of breath". According to the peritoneal dialysis registered nurse (pd rn) from the patient's outpatient dialysis clinic, the patient was hospitalized from (B)(6) 2014 for shortness of breath, and cardiac issues. She states there was no allegation of product malfunction leading to this issue of shortness of breath. The patient did hemodialysis while hospitalized to remove more fluid and returned home on continuous ambulatory pd (capd). The modality change back to capd was due to wife feeling more comfortable with that modality. The patient is doing well since his discharge and continues on capd.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and the clinical investigation reveals the following: this event is being filed as an MDR reportable serious injury, although it is undetermined if there is a reasonable suspected casual relationship between the event and the product. The patient's shortness of breath and fluid overload were secondary to his wife being non-compliant with his prescribed pd exchanges. There is no history of device malfunction, or the device being out of specifications. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.